Event description:
While the clinical engineer in the hospital was checking operation of the device during ventilation, an error (technical event 124031) appeared. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually. Medical intervention was not required. This error appears in the context of a brief (< 1 second) moment of the screen turning black. Ventilation is not affected. Investigation is ongoing.

Event description:
While the clinical engineer in the hospital was checking operation of the device during ventilation, an error (technical event (B)(6)) appeared. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually. Medical intervention was not required. This error appears in the context of a brief (< 1 second) moment of the screen turning black. Ventilation is not affected. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.